Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level is 300 mg/dl to "high" on cgm. Customer's spouse and son assist customer's bg level with a supply change and a manual dose injection. Customer successfully resumed insulin deliveries.